Manufacturer narrative:
Findings: based on the visual evaluation of the "as received" catheter balloon component damage the reported product issue was verified. Code: as part of ICU medical's continous improvement initiatives a multi-discipline team was initiated to perform in-depth analysis of intermittent field reports of catheter balloon/inflation issues. The team was tasked with determining the root cause(s) and implementing appropriate corrective actions. Various engineering investigations and analyses are in progress including analysis of raw material data. The analysis noted that new lots of the balloon material (polyisoprene) are received every 6 months, but consumption can vary based on sales/market needs. Potential root cause: polyisoprene is continually aging, balloons MFR with older material, when subjected to certain conditions (shipping, heat, etc) may experience material degradation/deterioration. As an interim measure the raw material shelf life has been changed (from 3 years to 1 year from date of manufacture) to address any potential contributing material aging factors. Based on additional engineering studies/data, minor modifications to the balloon material formulation (dry weight of rubber total solids) vs weight (set amount) were identified and are in various stages of qualifications and validations. The engineering test data to date indicates this material formulation shows a viable increase in balloon material strength properties. Additionally, heightened testing and inspections have been implemented to ensure measures taken thus far are effective.

Event description:
Complaint received reporting multiple issues with use of one (1) 41237-06, 8f td torque-line catheter. It was reported attending clinicians, "...inflated balloon, 1 cc in. No pawp waveform on screen. With balloon up, dr. Attempted to float catheter into position. Catheter was original at 63 cm at hub; never able to obtain a pawp waveform...the balloon was deflated...there was blood in the line." The clinicians were unable to obtain a pa waveform, so the doctor discontinued the line, capped and took a chest x-ray. There were no adverse patient consequences reported. Device return: one (1) used 41237-06 catheter; mated attached to partial monitoring transpac device line w/mated 1000ml baxter bag of saline, and 500ml baxter bag of dextrose. MFR investigation: visual inspection of the returned 41237-06 catheter recorded residual blood was present in the syringe balloon channel line. The catheter balloon was torn/damaged but was intact. The damaged catheter balloon/inflation failure would compromise the ability to create the wedge pressures needed to obtain the identified readings.